Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep who reported they confirmed the information with the doctor. It was reported that the device will be explanted however, the date of the surgery has not yet been set. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - lumbar radiculopathy/ spinal pain. It was reported that the implant was depleted. It was reported that the patient could not charge the implant. Patient stated she last charged and felt stimulation over a month ago. Patient was unable to communicate with device. Additional information was received from the patient. It was reported that the implant never worked properly or relieved their pain. The cause was due to a fall resulting in an inability to charge the battery. The patient called the manufacturer to resolve the issue. The patient said the issue has not been resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via manufacturer's representative. It was reported that the patient had a fall in may and has not been able to charge her battery since the fall. Although she was keeping her battery charged up until that time, she stated that she was not using the stimulator much because it was not helping her back pain. Patient stated that she had had pain at the ins site and down her leg ever since her fall. The rep met with the patient and was unable to interrogate the fall. Rep was waiting on patient to see if they wanted to attempt device recharge or if the patient wanted ins removed. Issue not resolved at this time. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for spinal pain and for lumbar radiculopathy. It was reported that the patient¿s device has never really helped the pain since implant or been useful. The patient has never experienced therapy. The implant was noted to never have worked properly or relieve pain. Additionally, the patient noted that it originally felt like she had two batteries and she noted that they may have merged and now it feels like one. Additionally, the patient reported that she had a fall on (B)(6) 2019, and she thought that this could be part of the problem regarding leg pain and loss of therapy. A CT scan was performed after the fall; however, no information was known about this scan. The patient started experiencing pain down her leg, and she is having trouble walking which started around (B)(6) 2019. This leg pain is very unusual for the patient. The patient thought that her implant was depleted/dead. The patient had noted that she had tried for about two years to keep them charged after having been implanted. She could not charge the implant the day before her leg pain started ((B)(6) 2019). The last time that she had charged or felt stimulation was over a month prior to the report, confirmed as sometime in 2019. The patient was not able to communicate with or charge the implantable neurostimulator at the time of the report. As of (B)(6) 2019, the patient was still experiencing the leg pain, and the patient has the sensation which feels like stimulation is on, but the patient knows that it is not. This started in (B)(6) 2019. The patient has had three back surgeries, and she knows where most of this comes from. This was understood to mean that this was the pain that she was implanted for. The cause of the implantable neurostimulator being depleted, the inability to charge, and the lack of stimulation was thought to be due to the fall. As of (B)(6) 2019, the inability to charge or connect to the implant had not resolved. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on november 11, 2019. The rep confirmed they spoke with the hcp regarding this. The date of the surgery has not yet been set and they did not know if any explanted devices will be returned for analysis. The patient provided what their weight was at the time of the event. No further complications were reported or anticipated.